Event description:
It was reported that patient has custom total scapula and humeral stem is loose.

Manufacturer narrative:
An event regarding loosening involving an unknown humeral stem was reported. The event was not confirmed. Method and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. No medical records or x-rays were made available for evaluation. Device history review and complaint history review could not be performed as the device was not properly identified. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, pre- and post-op xrays, patient history, histopathology report & follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
It was reported that patient has custom total scapula and humeral stem is loose.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown humeral stem. Additional information has been requested and if received, will be provided in the supplemental report. Remains implanted.